Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code concerning a pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor) was found in the ventilator's downloaded error log. The device's flow sensor was replaced to address the issue.